Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2025 due to an adverse reaction to the hardware, resulting in prolonged inflammation around the surgical site and cyst formation. The cyst was removed with the hardware. No other patient outcomes were reported as a result of this event. Additional information indicates the patient's bones were completely fused/healed. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided, and no device being returned. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2025-00060, 3011623994-2025-00062.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2025 due to an adverse reaction to the hardware, resulting in prolonged inflammation around the surgical site and cyst formation. No deficiencies or malfunctions were alleged/found with any tmc device, and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
B4. Date of this report: 23-jul-2025. G3. Date received by manufacturer: 23-jul-2025. G6. Type of report: 30-day, follow-up. H6. Adverse event problem: investigation conclusions: 4310 (cause traced to non-device related factors). H11. The surgeon has not provided the patient's current status. Results from testing of the cyst and some tissues did not lead to a specific cause for the cyst or what the patient experienced. There were no metal allergies identified and no deficiencies or malfunction with the hardware. The patient is petite, so she could feel the cyst and it was very noticeable. The surgeon believes that due to its size, the cyst is the cause of what the patient experienced but is unsure as to what caused the cyst. The company will supplement this MDR as necessary and appropriate.